Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c501 module. The sample initially resulted in a na value of 179 mmol/l and repeated as 142 mmol/l. The initial result was reported outside of the laboratory and questioned. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and determined a defective cell rinse tube. He exchanged the rinse tube assy. The investigation determined the service actions performed resolved the issue.